Event description:
Medical staff reported, rupture. The device has been explanted and replaced with a non-allergan device. This relates to the left device.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced with a non-allergan device. This relates to the left device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: unable to observe due to attached photographs. Additional observations: deformation is observed. Creases are observed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced with a non-allergan device. This relates to the left device.